Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Re-implantation is planned in (B)(6) 2022.

Event description:
The user was implanted on the (B)(6) 2021 and activated on the (B)(6). However, at the activation maximum mcl levels were reached without inducing any auditory stimulation. Trouble shooting attempts were made but still no auditory sensation could be achieved. Imaging from the (B)(6) 2021 would show all channels outside the cochlea. The user will be re-implanted in (B)(6).

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A revision surgery was carried out and the implant housing was found dislocated from its intended position, which reportedly likely led to the active electrode migration i.e. The electrode was pulled by the migrated housing. The device was repositioned and the active electrode array has been re-inserted successfully. The device remains implanted and in use.

Event description:
The user was implanted on the (B)(6) 2021 and activated on the 30th november. However, at the activation maximum mcl levels were reached without inducing any auditory stimulation. Trouble shooting attempts were made but still no auditory sensation could be achieved. Imaging from the 7th december 2021 would show all channels outside the cochlea. The user underwent a revision surgery on the 4th may 2022. At the revision surgery the device was found migrated from its orginal position, which was indicated as explanation also for the migrated electrode array i.e. Due to traction. A new bed was drilled closer to the edge of mastoidectomy (20mm).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on the (B)(6) 2021 and activated on the 30th november. However, at the activation maximum mcl levels were reached without inducing any auditory stimulation. Trouble shooting attempts were made but still no auditory sensation could be achieved. Imaging from the (B)(6) 2021 would show all channels outside the cochlea. The user will most likely be re-implanted.